Manufacturer narrative:
Corrected: b1, b2, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a telemetry issue. It was noted that air was present in the grommet. It was further noted that the right atrial (ra) lead exhibited high impedance and high thresholds. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a telemetry issue. It was noted that air was present in the grommet. It was further noted that the right atrial (ra) lead exhibited high impedance and high thresholds. It was further reported that the ipg and leads could not be tested once the leads were connected due to the mobile programmer application displaying a frozen electrocardiogram (ECG)/electrograms (egm) screen, which delayed identification of elevated atrial lead impedance and elevated threshold values, and led to reopening the device pocket for further assessment. It was also noted that the patient connector repeatedly lost connection to the ipg. Troubleshooting steps were taken to include ending the session, reconnecting the patient connector, and toggling wireless fidelity to restore interrogation capability. Application version: 4.4.2, host tablet os version: 18.5. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.